Manufacturer narrative:
In the investigated complaint the circumstances under which the equipment was damaged remain unknown. However, based on the analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached (screws holding the panel were ripped off) due to excessive external force applied. According to the instructions for use for citadel plus bed (IFU 831.374 rev. D), the operation of the sides rails should be checked daily. "Failure to carry out these checks or continuing to use the product if a fault is found, may compromise the safety of both the patient and care giver". "If the result of any of these tests in unsatisfactory, contact arjohuntleigh or an arjohuntleigh-approved service agent". To sum up, the side rail was partially detached from the bed's frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the side rail panel partial detachment from the bed which may result in the patient fall from the bed. There was no patient involvement. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The device inspection revealed that the side rail was partially detached. Two out of four screws holding the panel to the metal plate were ripped off. Moreover, the upper arm pivot pin (part of the side rail assembly needed to be replaced). There was no indication of the patient involvement. No injury was reported.